Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture, baker grade unknown is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported, right-side "painful and hardened breast". Noted as contracture, baker grade unknown. Patient also reported, "breastfeeding only on left breast, because the babies could not attach to the nipple of the right breast, due the contracture". Device remains implanted.